Event description:
We became aware on 7/3/2025 that a sign im nail implanted to repair a fracture had to be removed due to non-union. Surgeon comment: "removal of implants with no well formed callus at fracture site. We have plan to apply the pop ."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Removal does not indicate a defect in the product or a failure of the implant. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market activities.